Manufacturer narrative:
The unit is not being returned for evaluation because there was no claimed issue with the unit itself. The end user was sold the incorrect unit from tiger medical. They sold the end user a 2 lpm unit when they were prescribed 4 lpm. The unit provided functioned properly, it was just the incorrect dose amount.

Event description:
End user confused with o2 concentrator. Prescription is 4lpm with pulse mode from doctor. He admit that he got unit from tiger medical. Tiger medical sold him the airsep focus with maximum dispense of 2lpm. Need it for flight and got hypoxic after use. The unit can't deliver o2 at the flow rate as he needed. He report the case to FDA voluntary medwatch. End user got hypoxic and suffered for days to recovering.